Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The service history was reviewed. Analysis was completed at the customer site. A not for human use catheter primed ok. Volume difference and net evacuation testing was passed. All preventive maintenance checks passed. There was no fault found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-03922 it was reported that there was a shaft leak. An angiojet® catheter and angiojet® ultra system console were selected for a thrombectomy procedure. Priming was unable to be completed during preparation outside of the patient. It was observed that the catheter pump and shaft were leaking. It was thought the console was causing the issues. There were no patient complications. The procedure was completed with another angiojet catheter.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-03922. It was reported that there was a shaft leak. An angiojet® catheter and angiojet® ultra system console were selected for a thrombectomy procedure. Priming was unable to be completed during preparation outside of the patient. It was observed that the catheter pump and shaft were leaking. It was thought the console was causing the issues. There were no patient complications. The procedure was completed with another angiojet catheter.